Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was experiencing recurring incontinence. The patient was examined both visually and physically in clinic and it was determined that the device needed to be removed and replaced due to mechanical issue. The artificial urinary sphincter was replaced. There were no additional patient complications.